Event description:
The customer used the device to check their blood glucose and obtained a reading of 216 and then 217 mg/dl. Customer dosed extra insulin and had a reaction. Customer broke out into a sweat and was nonresponsive. Emts were called and they checked their glucose on their equipment and the level was 20 mg/dl. The customer's device read 26 mg/dl. Customer was admitted to the hospital and given an IV. Customer stated this wasn't the first time this happened to the customer. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.